Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle got stuck in the uterosacral ligament and was irretrievable inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.